Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/18/2011 and 01/31/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A technician reported a pt with refractive surprises following bilateral intraocular lens (iol) implant surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.